Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) the full lead was returned and analyzed; no anomalies found. Blood/body fluid was present on the distal conductor, on the outer tubing overlay, and in/on the helix mechanism. It was noted that the defib conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracks, there was a cosmetic depression in the outer insulation. Apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that there was t-wave oversensing (twos) in addition to r-waves that were about 2-3 mv. The right ventricular sensitivity was 1.2 mv to avoid twos and some r-waves were undersensing at that value. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.